Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) exhibited loss of capture one day post implant due to perforation which was confirmed via echocardiogram. A temporary pacing lead was placed and the patient was admitted to the intensive care unit (ICU). A revision procedure was performed and the entire system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism was in the retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.